Event description:
End user alleges they were traveling down a hill on their scooter when they claim the scooter stopped and they fell off. The end user stated they sustained eighteen stitches to their forehead and bruises on their arm and leg.